Event description:
It was reported that a patient experienced a connection issue with the patient connector of a transfer set; further described as "transfer set falling off" from the catheter. This occurred during dwell one of peritoneal dialysis therapy. The patient applied a clamp and ended therapy. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.